Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. While the physician was fully recapturing the closure device the access system became kinked. The procedure was ended and no closure device was implanted in the patient.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with blood in the device. No dilator was returned for analysis. Analysis of the device consisted of visual and microscopic inspection. Inspection of the hub, sheath and tip revealed kinks 47cm, 33cm, and 16cm distal of the strain relief. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the physician then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. While the physician was fully recapturing the closure device the access system became kinked. The procedure was ended and no closure device was implanted in the patient.